Manufacturer narrative:
Reliability analysis inspected 2 opened or used sensors and performed bicarbonate buffer test. Both sensors passed with accurate readings. Analysis also found both sensors cannula was bent. Analysis was unable to confirm if the customer received the sensors in said condition due to customer returned the sensors opened or used. Analysis was unable to confirm needle complaint due to customer returned sensors without needles.

Event description:
The customer's mother reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 143 mg/dl and sensor glucose was 55 mg/dl at the time of incident when it triggered threshold suspend. The customer's mother stated that they found that the cannula was bent on the sensor. The sensor will be returned for analysis.